Event description:
It was reported that the patient presented to the clinic for the first time since implant. Upon interrogation, the device was found in hw reset. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported backup reset was confirmed in the laboratory and was due to a power on reset. The cause of the power on reset was a low battery voltage. Device diagnostics showed that the battery depletion was normal based on device usage. The device remained implanted after end of service and cyclic charging occured which eventually caused a power on reset. During testing, a new battery was attached and the device was found to function normally.